Event description:
It was reported that the device was overheating during a procedure. Attempts are being made to obtain additional information from the user facility.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that the device was overheating during a procedure. Multiple attempts were made to obtain additional information. The user facility was not able to provide any further information regarding the reported event.